Event description:
It was reported that the customer was in the hospital due to high blood glucose levels, with a reading of 600 mg/dl. The customer just called for assistance in taking the insulin pump off suspend mode. The customer stated that she was in the hospital for two weeks, then released. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.